Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after experiencing palpation, but was discharged. The patient then presented in-clinic where interrogation of the pulse generator revealed that the device was in backup operation. The device was successfully restored. The patient was in stable condition.